Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 606514. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® adapter with luer adapter leaked blood from the rubber sleeve inside the tube holder while changing tubes. No mucous membrane exposure. No serious injury, no medical intervention.